Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received from the customer. An olympus field service engineer has reached out to the customer regarding the reported event. However, the customer was not aware of the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and the root cause of the reported event could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic tracheostomy (bronchoscopy examination), when entering the right main trachea, the video system center screen suddenly blacked out and the operation was immediately stopped. Due to device malfunction, orientation was lost during the exit process, and the tip accidentally scratched the patient's tracheal mucosa and surrounding small blood vessels, causing bleeding. The patient's blood pressure dropped to 80/50, and adrenaline was given to stop bleeding until the patient stopped active bleeding and their vital signs stabilized. Follow-up/additional information is pending for patient outcome and event details.